Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01612. The hospital discarded the device.

Event description:
The patient was undergoing a balloon-occluded retrograde transvenous obliteration (brto) procedure to treat a very large gastric varices using pod packing coils (podjs). During the procedure, while attempting to advance a podj through a non-penumbra microcatheter, the physician experienced resistance and the podj became lodged and would not advance. Therefore, the physician decided to remove the podj; however, upon retraction, the podj unintentionally detached, leaving the proximal end of the coil just beyond the hub of the microcatheter. The physician was then able to grasp the podj with his hand and completely removed it. After that, the physician opened a new podj and attempted to advance it through the microcatheter; however, resistance was encountered again and the podj became lodged and would not advance. Therefore, the physician decided to retract the podj; however, upon retraction, the podj unintentionally detached leaving the proximal end of coil out of the hub of microcatheter. The physician then attempted again to grasp the podj and remove it from the microcatheter; however, the podj began to unravel and subsequently, part of the podj broke off and remained stuck in the microcatheter. Therefore, the physician removed the microcatheter containing the broken podj and the procedure was completed using another non-penumbra microcatheter and additional non-penumbra coils. There was no report of an adverse effect to the patient.